Event description:
Received a total hip replacement: depuy acetabular pinnacle cup with articuleze metal on metal femoral head. Have had severe pain in hip and leg along with loud popping sound within a few short months of surgery. Diagnosis or reason for use: avascular necrosis in both hip joints.